Event description:
I had my mckesson heating pad on the small of my back. I started smelling something burning. I noticed that a whole burnt through the back of my heating pad through the cover and into my couch. Retailer: (B)(6) purchase date: (B)(6) 2012, this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. Document number: (B)(6), report number: 20121124-ef7b7-2147461630.